Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that multiple episodes of noise were present on the iegm and on the far-field channel leading to inappropriate detection. The lead is to be changed out with the device.